Manufacturer narrative:
Date of event: unknown. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a relion® insulin syringe broke off in the user¿s skin when drawing medication, she was able to remove it. There was no report of exposure, injury, or medical intervention.

Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch# 8008726. All inspections were performed per the applicable operations qc specifications. There were four (4) notifications [200736135, 200735615, 200735829, 200736054] noted that did not pertain to the complaint. Based on the samples / photo(s) received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned investigation conclusion: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned.

Event description:
It was reported that a relion® insulin syringe broke off in the user¿s skin when drawing medication, she was able to remove it. There was no report of exposure, injury, or medical intervention.

Event description:
It was reported that a relion® insulin syringe broke off in the user¿s skin when drawing medication, she was able to remove it. There was no report of exposure, injury, or medical intervention.

Manufacturer narrative:
Correction: due to an it issue beginning on 7/3/2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: sex: female. Event attributed to: other. Device single use?: no. Device returned to manufacture: no.